Manufacturer narrative:
Based on the claim against the product by the customer noting energy device problem an investigation was completed to determine the cause of this reported event. Field service engineer (fse) stated that the e100 was not setup to operate with robot. E100 was enabled in the software. System was fully functional. System tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, customer reported that the vessel sealer (vs) instrument did not work on the e-100 generator. The e-100 instrument led did not light. Power led was white. Customer reseated the instrument cord and power cycled the e-100; issue persisted. Customer moved the vs instrument to the erbe vio bipolar and continued the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated on the e-100 presented with no light when trying to connect the cautery cord to the generator. There was no reported problem with the vessel sealer. However, the system was not registering or receiving power and the port was not lightning up. The generator fired up and the led was white on the power button, and it was not connecting to the instrument when powering up. The system functionality was checked upon powering on the system. No errors were found upon initially powering on the system. The surgeon was successfully able to see through the hrsv and go into following mode. The reporter stated they shut down the e-100 and powered it back on a the plugged it back in with no resolution. The reporter indicated they then elected to continue the procedure using the erbe generator instead of the e-100.